Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported pod communication error, or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient was hospitalized after falling down the stairs. During hospitalization, the patient was found to have elevated blood glucose levels, reported at approximately 600 mg/dl. At the time of the event, the pod had been worn for less than one hour. The patient reported having experienced communication issues between the continuous glucose monitor in use at the time (dexcom g7) and two prior pods earlier that day and was wearing a third pod at the time of the event. The patient was transported by ambulance to the hospital and admitted to the intensive care unit. Medical evaluation determined that the patient experienced a heart attack, which required the placement of two coronary stents. The patient remained hospitalized for approximately five days and was discharged on (B)(6) 2026. Upon discharge, the patient was prescribed medications related to cardiac care, reported as ezetimibe and prasugrel. The pod involved was discarded and is unavailable for investigation.